Event description:
The patient reported an alarm and insulin squirting during the manual prime. Troubleshooting revealed no damage to the drive support cap. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk. The device also had cracks on the display window corner, belt clip slot, battery tube threads and reservoir tube lip, as well as a scratched lcd window.